Manufacturer narrative:
Per tandem cartridge guide "always remove all air bubbles from the filling syringe before filling the cartridge with insulin. Make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 175 mg/dl. A cartridge change was performed resolving the issue.